Event description:
It was reported that a vns pt's generator was explanted due to an infection. The generator site had been treated with antibiotics, but the infection did not resolve. The physician indicated the pt had "picked" at the site, and believed this to be the cause of the infection. Now that the generator is explanted, the physician plans to use more aggressive antibiotics, and possibly reimplant once the area is healed. Review of the MFR's device history records showed the generator to be sterilized prior to distribution. Good faith attempts to obtain additional info have been unsuccessful to date.

Manufacturer narrative:
Device mfg records were reviewed. Review of mfg records confirmed sterilization for both the generator and lead prior to distribution.